Event description:
During the arthroscopy the pitbull sheared off and the fragment could not be located within the knee despite xrays; as the patient was coming back for total knee replacement it was decided by the surgeon to leave the piece where it was as it was of low risk of causing a problem.

Manufacturer narrative:
Device was received with the upper jaw broken free at the last tooth location. Broken piece was not returned. Magnification of the bottom jaw shows crimping of the teeth on the left side indicating grasping with force. Teeth are also noted to be worn. Added force may have been necessary to grasp with a dull worn instrument. Device is sixteen years old and has seen much use. Conclusion: normal wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).